Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab tech. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: following a left heart cath via 6 french sheath, the physician deployed the 6 french angio-seal in a vessel with some calcium distal to the sheath insertion. A pre-deployment angiogram was performed. The physician pulled back; however, the entire device came back with anchor still attached to the device. The user stated after the second click he pulled the delivery system back, felt and heard a pop, and the entire system came out. He noticed the anchor sitting sideways at the end of the sheath deployment system. They had to convert to manual compression, and he held for 20-30 minutes. There was no hematoma or bleeding after. A doppler was performed after and the patient had strong/great pedal pulses. The estimated blood loss was less than 250cc. The patient was stable. No concomitant medical products were used with the angio-seal.